Event description:
It was reported that a user experienced hyperglycemia while using the ilet system after pausing insulin for several days and subsequently resuming insulin delivery, with a reported peak blood glucose of 305 mg/dl and earlier sensor connectivity issues that were not ongoing at the time of contact. Symptoms included elevated blood glucose without dizziness, loss of consciousness, diabetic ketoacidosis, or need for assistance. Outcomes included no medical intervention, no hospitalization, and no back-up therapy or ketone testing, with blood glucose trending down after insulin was resumed. Investigation included troubleshooting and user education regarding potential causes of high glucose and verification that insulin delivery and sensor function were restored. Investigation of this case revealed that the hyperglycemia was consistent with interrupted insulin delivery, and no ongoing device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.